Manufacturer narrative:
(B)(4). Device evaluated by MFR: the catheter was returned for analysis. Visual inspection revealed a kink in the device approximately 15 mm from the distal tip in the neutral position. The kink was between r1 and r2 and has a pointed peak. The insulation had not been compromised. The seal to r1 was compromised; there was body fluid under the seal and along the edge of the ring. Functional inspection revealed the steering knob and the tension control knob functioned properly on both lock and unlock positions. Dimensional inspection revealed the catheter did not pass the right curve test; the tip fully passed over the proximal shaft. The device passed the left curve test, however, the device had a kink at the distal section at approximately 15 mm from the tip. The distal section was dissected; there was body fluid under the r1 ring and in the interior of the sheath. The kevlar wrap was displaced and the center support was bent. One of the steering wires was detached; there was evidence of solder on both the center support and the detached steering wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 25apr2017. It was reported that the tip of the catheter was kinked. During an ablation procedure for right atrial (ra) flutter, an intellatip mifi xp catheter was selected for use. After withdrawing the device from the cavo-tricuspid isthmus (cti), it was noticed that the tip of the catheter kinked. The procedure was completed with that device and there were no patient complications. Device analysis revealed the seal on ring 1 had been compromised. There was body fluid under the seal and along the edge of the ring and in the interior of the sheath.